Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
During registration, the surgeon was moving the robot arm to the lateral right canthus point to match the point they selected for registration. When trying to move the laser to the outer canthus, the arm became stuck and could not be moved in either the fast or slow modes. The field service engineer (fse) then tried to move the arm themselves but was getting the same result. The fse applied force in every direction, but the arm was completely stalled. The joints on the robotic arm did not seem to be in a locked position. After about three minutes of trying to move the robotic arm, the fse cancelled the registration. The arm was sent back to the home position, and the arm had no issues moving automatically to that position. The registration was restarted and there were no issues experienced after that. The patient was under anesthesia and no incisions had been made. The total delay was less than 5 minutes.

Manufacturer narrative:
It was reported that the robot arm stuck. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Investigation performed determined that the cause of the issue was a singularity between joint j3 and j5.

Event description:
During registration, the surgeon was moving the robot arm to the lateral right canthus point to match the point they selected for registration. When trying to move the laser to the outer canthus, the arm became stuck and could not be moved in either the fast or slow modes. The field service engineer (fse) then tried to move the arm themselves but was getting the same result. The fse applied force in every direction, but the arm was completely stalled. The joints on the robotic arm did not seem to be in a locked position. After about three minutes of trying to move the robotic arm, the fse cancelled the registration. The arm was sent back to the home position, and the arm had no issues moving automatically to that position. The registration was restarted and there were no issues experienced after that. The patient was under anesthesia and no incisions had been made. The total delay was less than 5 minutes.